Manufacturer narrative:
The device was not returned for evaluation. The clinical event data from the event was returned and evaluated. Review of the provided data file by our clinical data review team, determined that the cause of the device double counting was due to the unusual and peeked t wave morphology. The two analysis events, the device advises a shock due to the heart rate being above 150 bpm along with waveform variability, low normalized amplitude, waveform width, and detected number of peaks. Review of the clinical file from the reported event concluded that the device worked as designed and within the limitations of the technology. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.